Event description:
It was reported that the device reached the recommended replacement time and premature battery depletion was suspected. It was further reported that an analysis of the device interrogation data confirmed the battery depletion, high current battery drain and a rapid decrease in the battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned for analysis. The depleted battery condition along with high current drain was confirmed in analysis. High current drain was observed with nominal functionality. During analysis the high current condition cleared. Attempts to reintroduce the high current drain resulted in damage to the device. The depleted battery condition and high current drain were identified with this device; however the device was damaged during analysis with no root cause identified. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: competitor implantable pacing lead, (B)(6) 2012. (B)(4).